Event description:
Reporter noted endophthalmitis five or six days after sugery. Visual acuity decrease. No pain, hypopion, tyndall, a lot of fibrin. Could also be a toxic syndrome or an aseptic uveitis. Antibiotherapy.